Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal, with a blood glucose reading of 374 mg/dl that trended slightly down to 368 mg/dl, without symptoms, following a recent supply change and with a known pattern of postprandial spikes when meals are not announced. Symptoms included no reported clinical effects. Outcomes included user-directed monitoring and troubleshooting, with the decision to wait 1¿2 hours before considering another supply change. Investigation included product troubleshooting and education regarding hyperglycemia management. Investigation of this case revealed no device malfunction identified and suggested a postprandial hyperglycemic pattern consistent with unannounced meals. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.